Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2014. To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a laparoscopic hepatectomy, a piece of the active waveguide disengaged from the dissector. The piece did not fall into the pt's cavity. A new dissector was opened and used to successfully complete the procedure. There was no pt injury.